Manufacturer narrative:
Follow-up received on 20-apr-2016: ptc result. (B)(4). Quality-safety evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of me manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had sharp/stabbing pelvic pain, cramping and abnormal menses with excessive bleeding and long cycles after essure (fallopian tube occlusion insert) insertion. Additionally, she had depression (sadness/suicidal thoughts). She was submitted to an ablation and an essure removal date was provided. Only depression with suicidal thoughts is unlisted according to essure's reference safety information. After essure insertion menses pattern changes and abdominal pain may occur. In this case, consumer reported endometriosis, which could be an alternative explanation for the events. However, as her pain and menstrual changes started in association with essure insertion, a contributory role of the suspect insert cannot be excluded. Regarding the remaining event; women have high risk for developing depressive disorders. Several biological processes are thought to be involved in the predisposition of women to depression, including an undue sensitivity to hormonal fluctuations in brain systems that mediate depressive states. Essure has a mechanical, local action in fallopian tubes; no drug is released from the device. Considering this information and given depression pathophysiology causality with the suspect insert is considered unlikely. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (essure removal date provided). Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5059782) in united states on 22-feb-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. The consumer stated that once she had it implanted, she did not notice a problem right away, but within the first year started to notice problems and as time went on they became worse. She reported she experienced abnormal menses/ excessive bleeding during period/ long menstrual cycles (polymenorrhea), for which she had an ablation, bacterial vaginosis (discharge (odor/no odor), stabbing of vaginal entrance (vulvodynia)), depression (sadness/suicidal thoughts, loss of libido, brain fog, cloudiness, forgetfulness, panic attacks, insomnia, mood swings, anxiety), bladder infection/ urinary tract infection (urgent/frequent urination, weird metal smell in urine), really bad endometriosis (bleeding/spotting after sex, painful periods (dysmenorrhea), bad bleeding between periods (metrorrhagia), bad painful intercourse dyspareunia, sharp/stabbing pelvic pain, cramping), very bad painful ovulation, bad night sweats, hot flashes, itching, burning,, stinging, breast pain, breast tenderness, back and joint pain, nausea, constipation (gas, severe bloating), metallic taste in mouth, headaches, migraines, nerve pain, tremors/shakiness, vitamin d deficiency, excessive sweating, weight issues (gain), ovarian cysts, and really bad constant spotting. She was taking multi vitamin and probiotic as concomitant medications. On (B)(6) 2016 the essure was removed. The reporter considered the case serious (required intervention, other serious important medical event). A serious injury was mentioned but not specified and/or assigned to any of the even follow-up received on 15-mar-2016 case marked as potential legal case. Company causality comment:this non-medically confirmed, spontaneous case report refers to a female consumer who had sharp/stabbing pelvic pain, cramping and abnormal menses with excessive bleeding and long cycles after essure (fallopian tube occlusion insert) insertion. Additionally, she had depression (sadness/suicidal thoughts). She was submitted to an ablation and an essure removal date was provided. Only depression with suicidal thoughts is unlisted according to essure's reference safety information. After essure insertion menses pattern changes and abdominal pain may occur. In this case, consumer reported endometriosis, which could be an alternative explanation for the events. However, as her pain and menstrual changes started in association with essure insertion, a contributory role of the suspect insert cannot be excluded. Regarding the remaining event; women have high risk for developing depressive disorders. Several biological processes are thought to be involved in the predisposition of women to depression, including an undue sensitivity to hormonal fluctuations in brain systems that mediate depressive states. Essure has a mechanical, local action in fallopian tubes; no drug is released from the device. Considering this information and given depression pathophysiology causality with the suspect insert is considered unlikely. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (essure removal date provided).a product technical analysis is being sought

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5059782) on 22-feb-2016. The most recent information was received on 21-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("sharp/stabbing pelvic pain, cramping/ pelvic pain"), menometrorrhagia ("abnormal menses/ excessive bleeding during period/ long menstrual cycles"), depression suicidal ("depression (sadness/suicidal thoughts)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines/headaches"), alopecia ("hair loss") and allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient was found to have the first episode of weight increased ("weight increased"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), depression suicidal (seriousness criterion medically significant) with loss of libido, feeling abnormal, confusional state, memory impairment, panic attack, mood swings, insomnia, night sweats, tremor and hyperhidrosis, genital haemorrhage (seriousness criterion medically significant), bacterial vaginosis ("bacterial vaginosis") with vaginal discharge and vulvovaginal pain, endometriosis ("really bad endometriosis") with anxiety, coital bleeding, dysmenorrhoea, dyspareunia, metrorrhagia, nausea, constipation, abdominal distension and flatulence, hot flush ("hot flashes"), cystitis ("bladder infection/ urinary tract infection") with pollakiuria, urine odour abnormal, burning sensation and pain, pruritus ("itching"), breast pain ("breast pain"), breast tenderness ("breast tenderness"), arthralgia ("joint pain"), dysgeusia ("metallic taste in mouth"), neuralgia ("nerve pain"), vitamin d deficiency ("vitamin d deficiency"), ovarian cyst ("ovarian cysts") with ovulation pain, vaginal haemorrhage ("really bad constant spotting"), back pain ("back pain"), abdominal pain lower ("cramping"), menorrhagia ("abnormal bleeding ( menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction") and headache ("headaches") and was found to have the second episode of weight increased ("weight issues (gain),"). The patient was treated with surgery (ablation and hysterectomy,salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, migraine, vaginal haemorrhage, fatigue, alopecia, allergy to metals, menorrhagia, hypersensitivity and headache had resolved, the pelvic pain, menometrorrhagia, depression suicidal, bacterial vaginosis, endometriosis, hot flush, cystitis, pruritus, breast pain, breast tenderness, arthralgia, dysgeusia, neuralgia, vitamin d deficiency, the last episode of weight increased, ovarian cyst and back pain outcome was unknown and the genital haemorrhage and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, breast pain, breast tenderness, cystitis, depression suicidal, device breakage, dysgeusia, endometriosis, fatigue, genital haemorrhage, headache, hot flush, hypersensitivity, menometrorrhagia, menorrhagia, migraine, neuralgia, ovarian cyst, pelvic pain, pruritus, vaginal haemorrhage, vitamin d deficiency, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: plantiff continues to suffer and treat for these symptoms caused by the defective essure device. Discrepancy noted in removal date previously reported as: (B)(6) 2016. In current follow up reported as: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: three months following implantation of the coils. She was not informed of any complications during this procedure. No contrast is seen beyond the microinserts in the fallopian tubes bilaterally. Quality-safety evaluation of ptc: quality-safety evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of me manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 21-dec-2018: quality safety evaluation of product technical complaints. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5059782) in united states on 22-feb-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. The consumer stated that once she had it implanted, she did not notice a problem right away, but within the first year started to notice problems and as time went on they became worse. She reported she experienced abnormal menses/ excessive bleeding during period/ long menstrual cycles (polymenorrhea), for which she had an ablation, bacterial vaginosis (discharge (odor/no odor), stabbing of vaginal entrance (vulvodynia)), depression (sadness/suicidal thoughts, loss of libido, brain fog, cloudiness, forgetfulness, panic attacks, insomnia, mood swings, anxiety), bladder infection/ urinary tract infection (urgent/frequent urination, weird metal smell in urine), really bad endometriosis (bleeding/spotting after sex, painful periods (dysmenorrhea), bad bleeding between periods (metrorrhagia), bad painful intercourse dyspareunia, pelvic pain (sharp/stabbing pelvic pain, cramping), very bad painful ovulation, bad night sweats, hot flashes, itching, burning, stinging, breast pain, breast tenderness, back and joint pain, nausea, constipation (gas, severe bloating), metallic taste in mouth, headaches, migraines, nerve pain, tremors/shakiness, vitamin d deficiency, excessive sweating, weight issues (gain), ovarian cysts, really bad constant spotting, cramping ( lower abdominal pain), pain during intercourse ( dyspareunia) and heavy bleeding (genital bleeding). She was taking multi vitamin and probiotic as concomitant medications. On (B)(6) 2016 the essure was removed. The reporter considered the case serious (due to intervention required, other serious important medical event). A serious injury was mentioned but not specified and/or assigned to any of the events. Follow-up received on 15-mar-2016 case marked as potential legal case. Follow-up received on 20-apr-2016: ptc result. Ptc global number: (B)(4). Quality-safety evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of me manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Lab data: underwent a hsg test approximately three months following implantation of the coils. She was not informed of any complications during this procedure. Most recent follow up received on 22-sep-2017 from plaintiff. Follow up from summons: new reporters added. Events cramping, pain during intercourse, and heavy bleeding added and event pelvic pains clubbed with stabbing pelvic pain. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type. Initial' indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on 22-feb-2016. The most recent information was received on 03-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("sharp/stabbing pelvic pain, cramping/ pelvic pain"), menometrorrhagia ("abnormal menses/ excessive bleeding during period/ long menstrual cycles"), depression suicidal ("depression (sadness/suicidal thoughts)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines/headaches"), alopecia ("hair loss") and allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient was found to have the first episode of weight increased ("weight increased"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), depression suicidal (seriousness criterion medically significant) with loss of libido, feeling abnormal, confusional state, memory impairment, panic attack, mood swings, insomnia, night sweats, tremor and hyperhidrosis, genital haemorrhage (seriousness criterion medically significant), bacterial vaginosis ("bacterial vaginosis") with vaginal discharge and vulvovaginal pain, endometriosis ("really bad endometriosis") with anxiety, coital bleeding, dysmenorrhoea, dyspareunia, metrorrhagia, nausea, constipation, abdominal distension and flatulence, hot flush ("hot flashes"), cystitis ("bladder infection/ urinary tract infection") with pollakiuria, urine odour abnormal, burning sensation and pain, pruritus ("itching"), breast pain ("breast pain"), breast tenderness ("breast tenderness"), arthralgia ("joint pain"), dysgeusia ("metallic taste in mouth"), neuralgia ("nerve pain"), vitamin d deficiency ("vitamin d deficiency"), ovarian cyst ("ovarian cysts") with ovulation pain, vaginal haemorrhage ("really bad constant spotting"), back pain ("back pain"), abdominal pain lower ("cramping"), menorrhagia ("abnormal bleeding ( menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction") and headache ("headaches") and was found to have the second episode of weight increased ("weight issues (gain),"). The patient was treated with surgery (ablation and hysterectomy,salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, migraine, vaginal haemorrhage, fatigue, alopecia, allergy to metals, menorrhagia, hypersensitivity and headache had resolved, the pelvic pain, menometrorrhagia, depression suicidal, bacterial vaginosis, endometriosis, hot flush, cystitis, pruritus, breast pain, breast tenderness, arthralgia, dysgeusia, neuralgia, vitamin d deficiency, the last episode of weight increased, ovarian cyst and back pain outcome was unknown and the genital haemorrhage and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, breast pain, breast tenderness, cystitis, depression suicidal, device breakage, dysgeusia, endometriosis, fatigue, genital haemorrhage, headache, hot flush, hypersensitivity, menometrorrhagia, menorrhagia, migraine, neuralgia, ovarian cyst, pelvic pain, pruritus, vaginal haemorrhage, vitamin d deficiency, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: plaintiff continues to suffer and treat for these symptoms caused by the defective essure device. Discrepancy noted in removal date previously reported as: (B)(6) 2016. In current follow up reported as: (B)(6) 2014 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Quality-safety evaluation of ptc: quality-safety evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of me manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 3-dec-2018: pfs received: new reporters and reporter information added. Plaintiff demography added. New events added: device breakage,fatigue,hair loss,nickel allergy,weight gain, headache. Menorrhagia, hypersensitivity. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5059782) on 22-feb-2016. The most recent information was received on 08-mar-2019 this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("sharp/stabbing pelvic pain, cramping/ pelvic pain"), menometrorrhagia ("abnormal menses/ excessive bleeding during period/ long menstrual cycles"), depression suicidal ("depression (sadness/suicidal thoughts)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced migraine ("migraines/headaches"), alopecia ("hair loss") and allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient was found to have the first episode of weight increased ("weight increased"). In (B)(6) 2012, the patient experienced rash ("allergic or hypersensitivity reaction type: rash."). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("really bad constant spotting\ abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), depression suicidal (seriousness criterion medically significant) with loss of libido, feeling abnormal, confusional state, memory impairment, panic attack, mood swings, insomnia, night sweats, tremor and hyperhidrosis, genital haemorrhage (seriousness criterion medically significant), bacterial vaginosis ("bacterial vaginosis") with vaginal discharge and vulvovaginal pain, endometriosis ("really bad endometriosis") with anxiety, coital bleeding, dysmenorrhoea, dyspareunia, metrorrhagia, nausea, constipation, abdominal distension and flatulence, hot flush ("hot flashes"), cystitis ("bladder infection/ urinary tract infection") with pollakiuria, urine odour abnormal, burning sensation and pain, pruritus ("itching"), breast pain ("breast pain"), breast tenderness ("breast tenderness"), arthralgia ("joint pain"), dysgeusia ("metallic taste in mouth"), neuralgia ("nerve pain"), vitamin d deficiency ("vitamin d deficiency"), ovarian cyst ("ovarian cysts") with ovulation pain, back pain ("back pain"), abdominal pain lower ("cramping") and headache ("headaches") and was found to have the second episode of weight increased ("weight issues (gain),"). The patient was treated with surgery (ablation and hysterectomy,salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, migraine, vaginal haemorrhage, fatigue, alopecia, allergy to metals, menorrhagia, rash and headache had resolved, the pelvic pain, menometrorrhagia, depression suicidal, bacterial vaginosis, endometriosis, hot flush, cystitis, pruritus, breast pain, breast tenderness, arthralgia, dysgeusia, neuralgia, vitamin d deficiency, the last episode of weight increased, ovarian cyst and back pain outcome was unknown and the genital haemorrhage and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, breast pain, breast tenderness, cystitis, depression suicidal, device breakage, dysgeusia, endometriosis, fatigue, genital haemorrhage, headache, hot flush, menometrorrhagia, menorrhagia, migraine, neuralgia, ovarian cyst, pelvic pain, pruritus, rash, vaginal haemorrhage, vitamin d deficiency, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: plantiff continues to suffer and treat for these symptoms caused by the defective essure device. Discrepancy noted in removal date previously reported as: 26-jan-2016 in current follow up reported as: 04aug2014 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on 10-may-2012: three months following implantation of the coils. She was not informed of any complications during this procedure. No contrast is seen beyond the microinserts in the fallopian tubes bilaterally. Result: total bilateral occlusion,it was successful.. Quality-safety evaluation of ptc: quality-safety evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of me manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 8-mar-2019: pfs received: onset date of event was updated. Lab data was updated. Event pt was changed from hypersensitivity to rash. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.